Event description:
The customer reported the system is displaying a checksum error code. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the generator program files. System operates as intended. (B) (4).